Manufacturer narrative:
(B)(4). On (B)(6)-2015, the customer reported that while unloading the patient from the system after successfully completing the patient procedure, the patient support tabletop moved on its' own (free float), for (B)(4). The patient was unloaded from the patient support in a controlled fashion. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse determined that the service latch was not engaged. The fse re-secured the service latch to resolve the issue. The fse informed that the cause of the event is the service latch was not secured properly after the preventive maintenance on 14-may-2015. No other service latch complaints have been received from the customer after the service latch was re-secured. After the fse¿s service, the system is working as specified. CT engineering determined this issue to be an acceptable risk. If this malfunction were to recur and the sub-frame service latch were to become disengaged after servicing, prior to a patient procedure, or during a patient procedure, it would not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that service latch failures do not meet the definition of a medical device report. There is no evidence that the service latch failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: ¿service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. ¿floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. ¿execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. ¿service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. ¿execution of auto iq tests, per service instructions, enables detection of table position errors. ¿for oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. ¿during a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. ¿operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. ¿there has been no report of injury to a patient, operator or bystander as a result of the service latch becoming disengaged. Preventive maintenance is performed in accordance with the brilliance CT planned maintenance manual. The product safety committee includes information related the correction and removal documents for this issue including field safety notification (fsn 72800614) that was sent to the field on 08-apr-2014 stating that: ¿ if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. ¿ a copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The cause of the event could not be determined. The fse determined that the service latch was not engaged.

Event description:
The customer reported that while removing a patient from the system after successfully completing the patient procedure, the patient support tabletop moved on its own (freefloat). A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The patient was removed from the patient support in a controlled fashion. The fse determined on the visit the next day that the service latch was not engaged. The fse re-secured the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).